Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with an ez steer navigational 4 mm catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation, a steam pop occurred. Toward the end of the case, the patient became hypotensive. A change in the cardiac silhouette was detected via fluoroscopy. A tamponade was confirmed via intracardiac echocardiogram (ice). Pericardiocentesis yielded 200 ml. Remainder of procedure was aborted. Patient was reported to be in stable condition upon leaving the electrophysiology lab. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was not related to catheter issues. No transseptal puncture was performed. Sheath in use was 8 french (brand unspecified). Generator parameters included temperature control mode at 60 degrees celsius, power at 50 watts, and default cut-off values. Generator settings at the time of injury included power at 49 watts (not titrated), temperature at 56 degrees celsius, and impedance of 165 ohms. Overall ablation time at the site of injury was 3 minutes. Last ablation cycle time at the site of injury was 35 seconds. There is no information regarding irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure. There were no error messages reported on any bwi equipment during the procedure.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) male patient underwent a ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with an ez steer navigational 4mm catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter was tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
On (B)(6) 2017, we learned that the manufacturing/expiry dates provided in the original device history record review were incorrect. These dates, and the associated UDI number, have been corrected. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/29/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).